Event description:
The customer's care giver found them weak and unable to respond. Emts were called and when they arrived they checked blood glucose and the level was 28 mg/dl. The customer's device was then used and it gave a result over 400 mg/dl. Pt was treated with a dextrose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.